Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for spi to motor pic communication error. The customer's blood glucose level was unknown. The customer states they have gone through troubleshoot many times, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and a39 alarms, a40 alarms or re-setting noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.